Event description:
It was reported that prior to starting a da vinci-assisted benign hysterectomy surgical procedure, the permanent cautery spatula instrument was found to have a broken cable. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain the information regarding patient demographics, relevant testing, and medical history; however, the reporter was not able to provide that information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the reported complaint. Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. The instrument was found have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load an fatigue (cycling) characteristics. Variation in customer use condition procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. Additional observation(s) not reported by site: the instrument was found to have a derailed grip cable at the distal end. The root cause of this failure is attributed to a component failure. The instrument was found to have corrosion on one or more clamping pulleys in the backend. The root cause of this failure is typically attributed to user mishandling/misuse, most commonly caused by improper cleaning/ reprocessing techniques. No image or video clip for the reported event was available for review. A review of the instrument log for the permanent cautery spatula instrument (part# 420184-13/ lot/serial# n10200413-653) associated with this event has been performed. Per this review of the logs, the instrument was last logged on (B)(6) 2022 on system# sh1860; however, the time used was noted as 0, indicating the instrument was never used on (B)(6) 2022. There were 4 uses remaining after this last usage. A review of the system logs showed the site performed this benign hysterectomy surgical procedure on (B)(6) 2022 via system serial# (B)(4). This complaint is being reported due to the following conclusion: failure analysis found the permanent cautery spatula instrument to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could potentially fall inside a patient. Although there was no patient injury reported, a recurrence of the failure mode could cause or contribute to an adverse event. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.